Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for alp2 (alp ifcc gen.2) on a cobas 6000 c501 module. The initial result was 177 ui/l. Since a prior result for the patient from (B)(6) 2023 was 88 ui/l the customer¿s laboratory information system (lis) requested an automatic repeat and the result was 119 ui/l. The customer repeated the sample on another cobas 6000 line and the results were 104 ui/l and 94 ui/l. These results were believed to be correct.

Manufacturer narrative:
The c501 module serial number was (B)(6). Qc was acceptable.

Manufacturer narrative:
The patient has a high white blood cell count of 31 g/l. High alkaline phosphatase (alp) results can be due to a high leukocyte concentration leading to an accumulation of cells close to the plasma surface. In samples with hyper-leukocytosis, the sample surface may show higher alp activity due to the presence of leukocytes, debris, and platelets. The investigation did not identify a product problem.